Event description:
A pt reported experiencing inaccurate low results with a otu meter. The pt blood glucose results were 72mg/dl, 37mg/dl, 60mg/dl (in the reported issue notes it was documented as 72, 37, 60 something). Tests were done within 11-20 minutes with a difference of 21mg/dl. Pt did not experience any adverse events. No further info has been reported. Note - the meter was set in mmol/l and it is unknown if the results are in mmol/l of mg/dl.